Event description:
Per the clinic, the patient was placed under general anesthesia during the revision surgery.

Event description:
Per the clinic, the patient experienced mrsa infection at the implant site on (B)(6) 2024 and was treated with oral and several type of antibiotics multiple times (date and duration not reported). The patient underwent a skin debridement on (B)(6) 2024 in order to washout complex wound which leads to extrusion of the receiver/stimulator (date not reported). During the same procedure, the patient also underwent skin flap surgery for temporoparietal facial flap and local tissue rearrangement at the implant site. However, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.